Manufacturer narrative:
Device not returned. Additional information from the initial reporter: the patient was connected but not harmed when connected to the leaking line. A review of lot# 2967813 shows no exception documents cited.

Event description:
Christmas tree line was leaking due to one of the bottom ports, specifically the clave port connectors, popping off while infusing heparin. The problem was encountered during priming. There were no adverse patient consequences reported.